Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The universal surgical manipulator (usm) unit was tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart fixture test platform (pftp) and passed all tests. Upon further investigation, there was no fluid in intrusion or physical damage. While a definitive root cause could not be established, a possible cause was attributed to be the carriage gearboxes & rotors 7/8.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the surgeon complained about the universal surgical manipulator (usm) 3. The jaws did not open automatically while the surgeon released his fingers on mtmr. Tse did the test with the nurse and got the same result. Same instrument worked well on usm1. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The complaint was not confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.